Event description:
It was reported that the customer had a blood glucose level of 500 or above mg/dl. The customer had received multiple no delivery alarms. Standard troubleshooting was performed but unable to be completed. The customer was using an unomedical infusion set and his mother did not want to change it. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.